Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched display window, cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 285 mg/dl. Advised the customer that the insulin pump would be replaced. No further information was provided.